Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's stepdaughter reported via phone call that they had a keypad anomaly. The customer's stepdaughter stated that the up, down and act buttons were not responsive. The customer's blood glucose was unknown at the time of incident. The customer's stepdaughter did not recall any significant events prior to the issue. The customer's stepdaughter was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened dome switch on the up arrow button, down arrow button, act button, esc button, and express bolus button. The lcd connector was inspected and no anomaly was noted. The insulin pump was also received with minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.